Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving saline at minimum rate via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 it was reported that the patient had an MRI on (B)(6) 2019 and went back to the physician¿s office (B)(6) 2019 for a pump status check. The healthcare provider stated the motor stall was present at this time. On (B)(6) 2019 the patient came back to the physician¿s office. The logs were checked and a motor stall recovery occurred the same date and time the pump was interrogated yesterday. No patient symptoms and no further complications were reported or anticipated.